Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while on initial port placement, there was difficulty in removing the trocar from the cannula and the seal was physically broken. Another similar product was opened and used to complete the case. There was no patient injury.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while on initial port placement, there was difficulty with removing the trocar from the cannula and the seal was physically broken. Another similar product was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one versaone optical trocar with fixation cannula. A visual inspection of the returned product noted: the obturator received was inserted into the cannula and some resistance was experienced when it was being removed. Prolonged insertion of the obturator into the cannula can cause the duckbill seal to become stretched. The circular seal was cut and the duckbill seal was stretched out. The device failed an air leak test. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the broken seal was determined to be a result of a sharp object making contact with the seal. The file will be closed as a user error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.